Event description:
It was reported that the following day after implant of a aveir dr system that the right ventricle leadless pacemaker (rvlp) had no capture at 6.5v, increase in pacing impedance to 750 ohms, and increase in sensing to 12mv. On (B)(6) 2026, the aveir dr system was programmed to aai and the rvlp turned off. The patient had intermittent complete heart block but had stable rhythm at time of reprogramming. On (B)(6) 2026, there was no capture, decrease in pacing impedance to 275 ohms, and sensing of 5mv. The physician elected to attempt to reposition the rvlp. On fluoroscopic x-ray the rvlp was noted to have a different orientation compared to implant position. The physician was unable to retrieve the rvlp and elected to abandon and program the rvlp off. A new rvlp device was implanted. The patient was discharged following the procedure.